Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) due to recurring incontinence. When the aus was revised, the physician opened the patient to see that the urethra had eroded and was not healthy. The cuff was replaced in a new area of the urethra. A patient outcome of fully recovered was reported.